Event description:
It was reported that a patient who had a left total shoulder arthroplasty, underwent a revision procedure approximately 2 years 2 months post. The patient was revised for rotator cuff failure. There was no reported device breakage or surgical delay/prolongation. The patient was last known to be in stable condition following the event.